Event description:
It was reported to philips the device failed to capture 12 lead ECG on patient post cardiac arrest. The monitor ¿flickered¿ and would not read and capture a 3 lead or a 12 lead. The crew attempted to troubleshoot without success. The patient was transported to an appropriate hospital. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty trunk cable. One trunk cable was returned for failure analysis. The reported problem according to which the device ¿failed to capture 12 lead ECG¿ was verified/replicated. The cable failed both the electrical and functional tests. The cable exhibited signs of contaminations on patient electrodes/connectors that could play significant role in the nature of the ECG data signals. The trunk cable will be scrapped. The fse replaced the trunk cable. The heartstart mrx passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to capture 12 lead ECG on patient post cardiac arrest. The monitor ¿flickered¿ and would not read and capture a 3 lead or a 12 lead. The crew attempted to troubleshoot without success. The patient was transported to an appropriate hospital. The device was in use on a patient and there was no adverse event to patient or user.